Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The disposable loading unit was used with an auto suture multifire endo gia 30 disposable instrument during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the unit did not cut. The surgeon used another cartridge to complete the procedure. The hospital has reported that no patient injury occurred.